Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-03180. It was reported the patient was unable to adjust her scs system's stimulation amplitude. Reportedly, when the patient attempted to increase her stimulation it would automatically decrease. Diagnostics found multiple lead contacts with high impedance. Follow up identified the patient had her leads replaced. Effective stimulation therapy was reportedly restored postoperatively.